Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 388928, lot# 0209366554, implanted: (B)(6) 2015, product type: lead. Note: information received indicates the device was implanted (2014-oct-01) before it was manufactured ((B)(6) 2014). Follow-up is being conducted to obtain clarification of the same. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via manufacturer representative from a clinical study, who reported mictur ition status degradation. It was noted that there was a sudden recurrence of urinary incontinence and intense nocturnal pollakiuria after a plan trip on (B)(6) 2017. The event was assessed as related to the lead and the stimulation. There was reprogramming of the implantable neurostimulator (ins) on (B)(6) 2017 and a planned x-ray to check the position of the lead. The event was still ongoing. The consumer¿s medical history included urge incontinence, pollakiuria, and nycturia. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Other applicable components are: product ID 388928 lot# 0209366554 serial# implanted: (B)(6) 2015 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 388928, lot# 0209366554, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported a degradation of the micturition status secondary to a decrease in the efficacy of stimulation. Related to the electrode was changed to not related which was confirmed by the rx. The event was resolved on (B)(6) 26. No further complications were reported/anticipated.